Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported their customer's AED would not power on. The customer did not report this occurring during patient use.